Manufacturer narrative:
Follow-up #1: date of submission 03/28/2015 device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: review of black box data did not find power on reset events. Visual inspection found the battery compartment was cracked in the threads area. Evidence of moisture intrusion was found inside the compartment. A leak test found a battery compartment leak. No damage was found with the battery cap and it was able to tighten fully. Using the returned battery cap, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Removal of pump casing did not find further evidence of moisture intrusion inside the pump. Unrelated to the complaint, the display was found to be dim with pinkish contrast.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had intermittent power issue. It was reported that the battery compartment was cracked and moisture was evident in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.